Event description:
Boston scientific became aware of an event where the stent was positioned and delivered correctly in the internal carotid artery (ica). The coil was placed in aneurysm and detached. Second coil was prepped, but upon sent, it was seen that the original coil had moved past the stent, and traveled up on the ica to the aca/mca bifurcation, where it stopped moving and thrombosed. The physician attempted retrieval but was unable to retrieve. Managed to break up the clot and manipulate the coil so that it followed the artery walls, where it is no longer caused blockage to the blood flow. The coil is still there, and the hopes are that it will be covered by endothelial cells. The stent may have been moved around slightly by the retrieval attempts, and the physician felt that a small emboli may be coming off of it. The pt was doing well immediately, but had developed left hand weakness, and small mca thromboembolic infarcts have been seen. Pt is on heparin and low dose aspirin.